Event description:
It was initially reported that the patient had been referred for generator replacement due to the generator nearing end of service (eri = yes). The surgery had not yet occurred and the patient indicated that her seizures are getting worse. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.